Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient with a posterior capsule tear during laser assisted cataract surgery. The doctor noted he doubts the laser caused the tear and the lens chop possibly caused it but he is not sure why it happened. The doctor is not blaming the laser or the phacoemulsification device. There are two related reports for this reported event. This report addresses the patient with unknown identifiers and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).